Event description:
It was reported to boston scientific corporation on march 10, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transjejunal during an endoscopic ultrasound (eus) entero-enteric anastomosis procedure performed on (B)(6) 2023. During the procedure, the stent first flange could not completely deploy. The stent was removed from the patient partially deployed and the puncture site was closed with an endoclip. The procedure was completed in another point and with another device. The patient experienced pneumoperitoneum and mild abdominal pain. An abdominal computed tomography (CT) scan was done, and the patient was given antibiotics to address pneumoperitoneum and the mild abdominal pain. Note: it was reported that the axios stent was intended to be placed for entero-enteric anastomosis. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement for entero-enteric anastomosis. Additional information received on march 27, 2023: it was reported that the initial puncture site was closed with an endoclip and another puncture site was created to implant another device during the same procedure. In the physician's assessment, the stent is related to the patient complications.

Manufacturer narrative:
Block b5 has been updated with the additional information received on march 27, 2023. Block h6: imdrf device code a15 captures the reportable event of axios stent partially deployed. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. The stent was returned partially deployed. Visual examination of the returned device found the inner sheath kinked. Functional inspection was performed, and the stent was deployed without problems. No other issues were noted to the stent and delivery system. The investigation concluded that the observed failure of inner sheath kinked was likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled, and/or the technique used by the physician, limited the performance of the device and contributed to the inner sheath kinked. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed for entero-enteric anastomosis. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed for entero-enteric anastomosis. Additionally, incomplete deployment is a known potential complication associated with the use of the device in the manufacturer's labeling. The reported event of stent partially deployed was confirmed. Taking all available information into consideration, the investigation concluded that the reported event of stent partially deployed is a known potential complication associated with the use of the device in the manufacturer's labeling. Therefore, the most probable root cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transjejunal during an endoscopic ultrasound (eus) entero-enteric anastomosis procedure performed on (B)(6) 2023. During the procedure, the stent first flange could not completely deploy. The stent was removed from the patient partially deployed and the puncture site was closed with an endoclip. The procedure was completed in another point and with another device. The patient experienced pneumoperitoneum and mild abdominal pain. An abdominal computed tomography (CT) scan was done, and the patient was given antibiotics to address pneumoperitoneum and the mild abdominal pain. Note: it was reported that the axios stent was intended to be placed for entero-enteric anastomosis. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement for entero-enteric anastomosis.

Manufacturer narrative:
Adverse event problem: imdrf device code a15 captures the reportable event of axios stent partially deployed.

Event description:
It was reported to boston scientific corporation on march 10, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transjejunal during an endoscopic ultrasound (eus) entero-enteric anastomosis procedure performed on (B)(6), 2023. During the procedure, the stent first flange could not completely deploy. The stent was removed from the patient partially deployed and the puncture site was closed with an endoclip. The procedure was completed in another point and with another device. The patient experienced pneumoperitoneum and mild abdominal pain. An abdominal computed tomography (CT) scan was done, and the patient was given antibiotics to address pneumoperitoneum and the mild abdominal pain. Note: it was reported that the axios stent was intended to be placed for entero-enteric anastomosis. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement for entero-enteric anastomosis. Additional information received on march 27, 2023. It was reported that the initial puncture site was closed with an endoclip and another puncture site was created to implant another device during the same procedure. In the physician's assessment, the stent is related to the patient complications.

Manufacturer narrative:
Block b5 has been updated with the additional information received on march 27, 2023. Block h6: imdrf device code a15 captures the reportable event of axios stent partially deployed.